Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report exposed wires on the device. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The preproet problem (wires exposed) has been confirmed. As received, the belt failed incoming test. Upon evaluation, the trunk cable was pulled from the strain relief which damaged the j702 connector (trunk cable connector) inside the distribution node (dn). In addition, the cable connecting the dn and rear te was detached from the dn. The root cause of the damaged cables and j702 connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.